Event description:
It was reported that the balance middleweight universal ii guide wire becomes caught with another device in the guide catheter before advancing into the vessel. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
Returned device analysis identified that the teflon coating in the middle of the wire was scraped. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported difficult to advance and the reported difficult to remove were unable to be confirmed during return analysis, it is possible that the shape of the anatomy and/or the guide wire and guiding catheter were not coaxially aligned/not inserted straight resulting in the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The noted scrapped teflon coating likely occurred due to interaction with the torque device being tight against the guidewire and/or due to interaction with the guiding catheter. The noted distal core bend likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.